Event description:
It was reported that the liquid-crystal display (lcd) on an external pulse generator was not working. The biomedical engineer stated that from the appearance, it looks like the device may have been dropped. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the display was missing pixels. Analysis also found the lower case, one side bail cover and the keyboard pad contaminated, the ring bent and the battery contacts compressed. (B)(4).

Event description:
It was reported that the liquid-crystal display (lcd) on an external pulse generator was not working. The biomedical engineer stated that from the appearance, it looks like the device may have been dropped. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).